Manufacturer narrative:
Evaluation of the returned neuron max revealed a kink on its mid-shaft and a kink on its distal shaft. If the device is mishandled during used, damage such as these may occur. It was reported the returned neuron max was used to finish the procedure. Based on the returned condition, the returned neuron max would have been unable to complete the procedure due to the jet7 being stuck within its lumen. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00395.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the jet7 through the neuron max, the jet7 became stuck; therefore, it was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.